Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that he experienced no audible alerts on his (B)(6) on (B)(6) 2016. Patient's wife was receiving audible alerts on her (B)(6). No additional event or patient information is available.